Event description:
This lead was implanted on (B)(6) 2007. A call to technical services on (B)(6) 2011 states that system will be explanted due to infection. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).